Event description:
Patient reported she noticed a leak of insulin between the infusion set catheter and cannula of the infusion device. Patient stated this concern occurs often. Patient reported she thinks that maybe it depends on the fact that she often holds her baby in her arms. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the material meets specification. Result a visual inspection and tests for flow, leak and click were performed on the returned unused devices. All test results were within specifications. The problem by the customer could not be reproduced.